Event description:
Patient reported "constant fluid, pain and rashes related to my implants" and "biocell textured". This record is for the left side. Device remains implanted.

Manufacturer narrative:
(B)(4). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: constant fluid.